Manufacturer narrative:
(B)(4): the customer reported that a patient death occurred. The customer stated that they thought they might have missed an alarm and wanted to help reviewing data as the tele tech discharged and removed data. There was no allegation of a malfunction. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient death occurred and they believe they missed an alarm.